Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly, in that it would not properly load the vns therapy software. Handheld was hand-delivered to manufacturer product analysis. An analysis was performed on the handheld and the reported complaint was verified. Visual analysis identified that one of the flashcard slot pins were bent. The pin was most likely bent during the training process involving the removal and re-insertion of the flashcard. As a result of the bent pin, the flashcard would not be fully inserted into the handheld preventing the programming software from being installed.